Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional test was performed on the device but the reported inflation issue and leak were not confirmed. A review of the lot history record (lhr) for the reported lot revealed no associated nonconforming material records (ncmr). A query of the complaint handling database for the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported inflation issue and leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation and before use, it was noticed that the 3.0x120mm armada 14 balloon would not inflate as there was a leak noted from the tip. Another armada 14 percutaneous transluminal angioplasty catheter was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.